Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing number: 2182269-2018-00038, 3008452825-2018-00061, 3008452825-2018-00060. During a ventricular tachycardia ablation procedure, a cardiac perforation occurred. Following a successful ablation procedure an echocardiogram revealed a pericardial effusion. The patient was asymptomatic. A pericardiocentesis was performed and the patient left the lab in a stable condition. There were no performance issues with any abbott device.